Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier complete sid: (B)(6).

Event description:
The customer reported a false positive alinity I total b-hcg result on a female patient. The following results were provided: (B)(6) 2025 sid (B)(6) = 15,000 miu/ml; repeated on another alinity = 16,244 miu/ml; new sample at another laboratory: b-hcg was negative. Ultrasound also showed no gestational sac. Repeated initial sample on (B)(6) 2025 on the alinity: 15,000 / 17,500 miu/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The ticket search by lot did identify a slight increase in complaint activity for lot 66106ud00; however, no related trends were identified regarding commonalities for complaint lot number and issue. Device history review did not identify any non-conformances, potential non-conformances or deviations associated with the complaint lot or complaint issue. In-house accuracy testing was completed using a retained kit of complaint lot 66106ud00. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I total -hcg reagent lot 66106ud00 was identified.

Event description:
The customer reported a false positive alinity I total b-hcg result on a female patient. The following results were provided: on (B)(6) 2025, sid (B)(6) = >15,000 miu/ml; repeated on another alinity = 16,244 miu/ml; new sample at another laboratory: b-hcg was negative. Ultrasound also showed no gestational sac. Repeated initial sample on (B)(6) 2025 on the alinity: >15,000 / 17,500 miu/ml. No impact to patient management was reported.